Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017 it was reported that the peg-insertion site was red and irritated. On (B)(6) 2017, it was reported that the patient was hospitalized due to a purulent stoma site. The patient was treated with unspecified IV antibiotic medication. The advice was given again on wound care of stoma site.